Manufacturer narrative:
The device has been received by sophysa for analysis. The product problem was resolved after a performance control of the monitor and a reset of the monitor historic. This file is closed.

Event description:
Error 002 came up and zero point adjustment could not be made, and when attempted to restart the machine, it would not start. It is highly likely that the power cable was connected (and the battery was being charged) in the ICU during the period from september 30 to october 2, when 22d05812 was implanted in the patient. When attempting to adjust the zero point for a new 22d05813 (pso-ptt), e002 was displayed two or three times and the zero point could not be adjusted. When the monitor was turned off and restarted, it was not activated. At that time, the battery light was blinking and the power light was not lit. The same screen (battery lamp blinking, power lamp not lit) was displayed whether the power cable was connected or not connected. The monitor was collected and the battery light kept blinking for at least about 2 hours until our sales representative returned home around 7:00 p.m., the same as mentioned above. On the morning of october 3, the battery light was no longer blinking. Around 9:00 am, when the unit was booted up without the power cable connected, the screen appeared for a moment and displayed "caution low battery" . After that, the screen shut down within a few seconds. When the power cable was connected, the power light came on. It starts up, and the battery indicator in the upper right corner is on the 0 scale. For a while, it would start up when the power cable was connected, but not when the cable was disconnected. When checked more than an hour after charging, the device booted normally even when the power cable was disconnected.

Event description:
Error 002 came up and zero point adjustment could not be made, and when attempted to restart the machine, it would not start. It is highly likely that the power cable was connected (and the battery was being charged) in the ICU during the period from (B)(6) to (B)(6) , when 22d05812 was implanted in the patient. When attempting to adjust the zero point for a new 22d05813 (pso-ptt), e002 was displayed two or three times and the zero point could not be adjusted. When the monitor was turned off and restarted, it was not activated. At that time, the battery light was blinking and the power light was not lit. The same screen (battery lamp blinking, power lamp not lit) was displayed whether the power cable was connected or not connected. The monitor was collected and the battery light kept blinking for at least about 2 hours until our sales representative returned home around (B)(6) ., the same as mentioned above. On the morning of (B)(6) , the battery light was no longer blinking. Around (B)(6) , when the unit was booted up without the power cable connected, the screen appeared for a moment and displayed "caution low battery" . After that, the screen shut down within a few seconds. When the power cable was connected, the power light came on. It starts up, and the battery indicator in the upper right corner is on the 0 scale. For a while, it would start up when the power cable was connected, but not when the cable was disconnected. When checked more than an hour after charging, the device booted normally even when the power cable was disconnected.